Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported torn clip introducer was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported tha ton (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 4+. Xtw (lot: 41007r1002) was chosen for implantation. Right before loading the clip into the clip introducer, the tip of the clip introducer was observed to be torn. The clip was discarded and a replacement xtw and xt were implanted successfully reducing tr to grade 2. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.